Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was isolated to the u409 can transceiver on the computer/analog board showing no output for canl and canh. Upon further evaluation, there was liquid contamination found on the belt receptacle, as well as multiple pcb components on both the computer analog (ca) board and defibrillation board. The service code 102 was due to q8 on the defib board being open and thermally damaged, as well as d8, d9, and d11 being internally shorted. The monitor did not pass detect and treat testing. The root cause for the shorted components could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).